Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was displayed as high with trace ketone levels. Customer administered manual injection and received normal third party assistance to address bg level. The customer reverted to manual injections for insulin therapy.